Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Covidien reference number (B)(4). Additional information was received stating that the information provided regarding this 980 ventilator was incorrect. The serial number that was originally provided for this report occurred under ventilator serial# (B)(4). An MDR was previously submitted under covidien reference number# (B)(4) with manufacturer report number# 8020893-2016-03088.